Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexd0717 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the customer was said to have had the with the since (B)(6) in the right upper limb. On (B)(6) the pt reportedly complained of pain during the administration of intravenous dipyrone and leakage of medication was reported at catheter insertion site without signal of resistance. Peripheral line was inserted and the PICC was removed by the nurse who observed an alleged disruption in 3 places, reportedly 2 in the catheter tip and the other in the mark 45 cm.